Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and experienced low blood glucose (bg) levels of 67 mg/dl. To treat the low bg level, candy was consumed. Reportedly, the customer's health care provider (hcp) believes it is a settings issue, and that the carbohydrate ratios on the pump need to be adjusted for breakfast, lunch, and dinner. It was confirmed that the customer would consult with hcp regarding modifying the settings.